Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2017, that the insulin pump had a blank display. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was in the process of bolusing when the screen gave a blank display. The customer was a (B)(6) male and weighed (B)(6). It was reported that the insulin pump may be damaged due to exposure to rain. During troubleshooting, customer was advised to disconnect at the quick release. It was reported that the blank screen occurred before exposure to water, and did not allow them to view pumps display. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, black line on the screen due to blank display. Pump had corroded motor home switch, minor scratched display window and cracked reservoir tube lip.